Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with her infusion set. Customer's blood glucose level was 451 mg/dl. Customer could not get her blood glucose levels to go down and wanted to known if she should change her infusion set. Customer has had high blood glucose levels all day. Customer's blood glucose level was 441 mg/dl at 1 pm. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer was advised to remove the infusion set from the body. Customer found a bent a cannula. It was explained to the customer that high blood glucose levels are often caused by site/set issues. No additional information provided.